Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This spontaneous case report was received on 17-dec-2013 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number mw5032203, received at FDA on 07-oct-2013). The report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and was not able to have the hsg (hysterosalpingogram) done three months after insertion, she experienced horrible pain so bad she thought she was dying, had 'cripping' headaches, stomach is bloated that she looks pregnant, she bleeds and has constant pain when she is intimate with her husband, she has sharp stabbing pains when she coughs or sits or stands, had slight distal migration on the right side and her uterus was the size of a 12 weeks pregnant woman. FDA report type was 'injury', reported outcome of events was 'other serious (important medical events)'. No information was given on consumer's past drugs, concomitant medication. As for medical history, concurrent conditions consumer stated she got pregnant in 2007 with her third child, her last two were a year and a half apart and she was done. She told her doctor from the beginning that she was done having children and she wanted a traditional tubal ligation. She was told about essure and researched it her entire pregnancy. She never found anything bad about the device (actually it was all good) too good to be true some would say. She did not listen to herself or to her husband, who begged her not to do it. She trusted her doctor when indeed her health and safety was not her first concern. She had her son in 2008. Consumer had essure implanted in 2008. Consumer stated she was not told that her insurance would run out and she would not be able to have the oh so important, which she was told was not very important, hsg (hysterosalpingogram) done. About a week after her procedure, she was in horrible pain so bad she thought she was dying. She brushed it off and went on with her life. Things were fine until about three years later. She finally had her hsg done in 2011. She was told everything was fine when in fact it was not. She had 'cripping' headaches, her stomach is bloated that she looks pregnant. She bleeds and has constant pain when she is intimate with her husband. She has sharp stabbing pains when she coughs or sits or stands and the list goes on and on. This has ruined her life and she does not have the insurance to have it removed. She requested her medical records from her implanting doctor and was shocked when she read that when her hsg was done, she had slight distal migration on the right side (why was she never told) why the secrets. It also says that her uterus was the size of a 12 weeks pregnant woman, really nobody felt the need to tell her this either. This was the worst decision she has never made for herself and her family. When she finally gets insurance, she will have this evil device taken out of her and maybe then she can try to get herself back to the person she was before. She would also like to add that she was never tested for a nickel allergy and she was not given her essure card after the procedure. Reporter assessed the events were related to essure. Ptc investigation result was received on 30-jan-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, processing essure cases in (B)(6). Medical assessment: the medical events reported are not indicative for a quality defect per se. The medical events were reported with an occurrence over a long period of 5 years and are of broad nature. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded unconfirmed quality defect. In summary, based on the available information there is no reason to suspect quality defect. Follow-up information received on 28-aug-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0945). The consumer had essure implanted in (B)(6) 2008, barely six weeks after her son was born. She was convinced this was the best option and she was never tested for a nickel allergy. From day one she experienced dysfunctional bleeding, no sex drive, pain in joints, hair loss, severe pelvic pain, bleeding during/after sex and painful sex. She had her hsg in (B)(6) 2011 and was told everything was okay. She had her gallbladder removed in (B)(6) 2011. She also reported numerous ER visits, ovarian cysts and hysterectomy in (B)(6) 2014, diagnosed after surgery with chronic cervicitis. Her right coil migrated and punctured her fallopian tube; they also removed an ovarian cyst during hysterectomy. She was still suffering from chronic pain every day. She had been put on cymbalta by her rheumatologist and her doctor was leaning towards a fibromyalgia diagnosis. Case upgraded to incident. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the right coil migrated and punctured her fallopian tube. Additionally, she reported uterus the size of a 12 week pregnant woman; cripping headaches; stomach bloated that she look pregnant; she bleed and has pain when she is intimate with her husband / (bleeding and pain during/after sex); gallbladder removed and ovarian cysts. She was submitted to a hysterectomy. All reported events are listed for essure in the reference safety information, apart from the event uterus the size of a 12 week pregnant woman and gallbladder removed, which are considered unlisted. Fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In this particular case, although the exact mechanism of the event right coil migrated and punctured her fallopian tube is unknown; given its nature a causal relationship with the suspect insert cannot be excluded. Regarding the remaining events, they were considered as related to essure due to the positive temporal relationship and in the lack of an alternative explanation; except for uterine enlargement which was considered unrelated to essure due to the local action of the device in fallopian tubes. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required (hysterectomy performed). The technical investigation concluded unconfirmed quality defect. In summary, based on the available information there is no reason to suspect quality defect.